Event description:
Procedure laparoscopic left inguinal hernia repair. Physician placed pediport into abdomen. Abdomen inflated with co2 and pediport did not seal appropriately. Upon inspection of port, the valve was missing. Cavity search performed with laparoscopic camera did not find valve in the abdomen. Pediport device is not radiographic so no x-ray was taken. This event has occurred 3 times, the first on (B) (6) 2010, (B) (6) 2010 and (B) (6) 2010. We notified the company and they provided us with a letter stating that they had the valve implanted in animals and after 7 days there was no infection. I would think that they should be fixed not what happens if they are retained in a pt. We also had an event with the same product of the basket failing to open on (B) (6) 2010. Diagnosis or reason for use: hernia repair.